Event description:
On (B)(6) 2012, patient reported his blood glucose decreased to 25 mg/dl on the morning of the report. He worked for 16 hours in the heat on (B)(6) 2012 and did not eat or check his blood glucose before bed. He woke up in the morning and yelled for his sister. She came in and called 911, and by the time the paramedics arrived, he was unconscious and his blood glucose was 25 mg/dl. His target blood glucose is 92-140 mg/dl. Paramedics treated him with a glucose injection, and his blood glucose was 160 mg/dl when they left. He was not transported to the hospital, and his blood glucose was normal at the time of the report. No allegations were made against the infusion device or related products, and no product will be returned for evaluation.